Event description:
During the index procedure three everflex entrust stents were implanted in the right superficial femoral middle, superficial femoral distal, popliteal 1 segment. Approximately 4 days post procedure the patient suffered from in stent occlusion of the right sfa. The patient also reported experiencing intermittent claudication which had not improved after the index pta and stent placement and the patient felt it was maybe even more painful during walking. A duplex was performed which showed in stent occlusion of the right sfa. The patient was treated with a pta and stent placement. The patient went home on the same day. The patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.